Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused line is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell cycle one of four in peritoneal dialysis therapy. The caregiver (cg) stated that there were unused supply lines that were unclamped. The technical services representative assisted the cg in clearing the alarm and reviewed proper procedures for performing therapy. The cg was to call their nurse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.